Manufacturer narrative:
The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament reconstruction surgery on an unknown date, it was observed that the intrafixfamily tibial sheathinserter device was bent at the distal end. The procedure was completed without delay. There were no adverse patient consequences reported. No additional information was provided.